Event description:
It was reported via repair work order that the technician found the trolley arm would not go down manually or electrically. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.